Event description:
The patient mentioned about their previous ins from a different company that was replaced because it was in a wrong place. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".